Event description:
It was reported that during an unknown procedure the tip of the blade fractured. No further information is available at this time. There was no adverse impact to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Corrected event: used the shear for most of the case, long time user, the generator than gave a error message that wouldn't clear

Manufacturer narrative:
(B)(4).